Event description:
Information received does not address the patient's clinical status but notes that several measured data readings taken post implant showed varying current drain values between 14ua and 400ua, with and without autocapture on. Prior to implant while the device was still in the box, no value was given for the current drain. The battery voltage ranged from 2.44v to 2.79v with magnet rates being between 81.7 ppm to 98.5 ppm. The device was subsequently replaced.